Manufacturer narrative:
The actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and a damaged flexicap pouch was observed. The reported condition was verified. The cause of the condition was due to mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) flexicaps were damaged; further described as "four (4) packages were opened". This was observed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.